Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been admitted to the emergency room and were unsure if the leadless pacemaker was working or not. They also reported that the patient was in some kind of situation and did not know the severity. The device remains in use. No further patient complications have been reported as a result of this event.